Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following factors led to the malfunction: the poor water-tightness of the cable unit and button, which resulted in a loss of water-tightness. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a loss of water-tightness. There was no patient involvement.